Manufacturer narrative:
During inspection and testing, the adhesive at the distal end forceps cover was found peeled off/missing. The customer's reported issue was confirmed as the air/water nozzle at the distal end was clogged with a foreign residue and was affecting the air water flow. Additionally, the bending section cover glue is cracked. The scope was repaired to specification and returned to the customer. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus was informed by the surgical technologist at the user facility that during reprocessing two medivators endoscope reprocessing machines were giving a blocked channel message with the evis exera iii gastro-videoscope. A wire and air were ran through the channel of the scope and is all clear but the medivators was still giving a blocked message". The scope was returned to the service center for evaluation. During inspection and testing, the adhesive at the distal end forceps cover was found peeled off/missing (reportable). No patient injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred due to an external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.